Event description:
It was reported that the left ventricular (lv) lead was suspected to have fractured which was visible on x-ray and the patient had exit block of the lv lead. It was also reported that the patient presented due to patient alert and the patient had difficulty breathing. The lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).